Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the device longevity was less than expected for programmed outputs per published specification. It was further reported that there was possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.